Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was possible mirror image oversensing on both the current low voltage pace/sense rv lead and ra lead. The rv lead also displayed under pacing and the lead was reprogrammed.

Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2011, 5076-58 lead implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pace/sense portion of the high voltage right ventricular (rv) lead was compromised. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of that lead remains in use. It was further reported that the current low voltage pace/sense rv lead and the right atrial (ra) lead exhibited non-physiologic noise and oversensing. The leads remain in use. No patient complications have been reported as a result of this event.